Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ripped".

Event description:
Healthcare professional reported an unknown side "ripped te." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, missing shell, black particles in device inner surface and one curved opening. Leak test and microscopic analysis was performed which identified one sharp opening and broken sharp of suture tab. Based on the device analysis the final assessment is: one sharp opening in the side patch/shell bond edge assessed as unidentified (tear) opening. Broken sharp of suture tab assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported an unknown side "ripped te." Device has been explanted.